Event description:
No additional information.

Manufacturer narrative:
(B)(4). - follow up MDR for device evaluation. A sample was received and tested by our quality team. The set was separated from drip chamber upon receipt and the customer's complaint was verified. The separated tubing was analyzed under microscope and the tubing seemed to lack necessary solvent where it was supposed to be secured to the drip chamber. Set manufacturer was contacted and root cause of failure was confirmed as an improper application of solvent by operator during the portion of assembly joining drip chamber with tubing. A quality alert was initiated to reinforce correct assembly by involved personnel. A device history record review for model ma3131 lot number 22089473 was performed. The search showed that a total of (B)(4)in 1 lot number was built on 25aug2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxguard administration set tubing disconnected from the spike. The following information was provided by the initial reporter: ¿bd maxguard 10 drop IV tubing disconnected from spike when using for albumin, happened before connection to patient.¿